Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the camera of the navigation system was replaced. Unrelated to the reported issue, the camera handle was replaced. The system then passed the system checkout and was found to be fully functional. The camera of the navigation system was returned to the manufacturer for evaluation. Testing found that the event log showed an occurrence of a low illuminator current and the positioning sensor unit (psu) was noted to not pass accuracy testing.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system did not pass accuracy testing. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Two suspected camera handles were returned to the manufacturer for analysis. Analysis found that one hardware was found to be fully functional and the other was returned as unused.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.